Manufacturer narrative:
The investigation of the returned device found a kink at 7.1cm from the distal tip, which is consistent with the condition described in the reported event. An in-house coil system encountered resistance during advancement testing, which is consistent with the alleged product issue. Further investigation found an exposed coil protruding into the lumen at the hub transition, which would have contributed to the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during treatment of an anterior arteriovenous malformation, coil and glue embolization was performed. After the microcatheter was positioned, the operator found that the coil could not pass smoothly through the microcatheter. Upon withdrawal from the patient, deformation and kinking were observed at the distal end of the microcatheter. The operator requested replacement of the microcatheter, after which the procedure was completed. The patient outcome was reported to be "fine". When the device was received and analyzed, exposed coil was found protruding into the lumen at the hub transition.